Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that patients was not receiving audio or vibrations occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. The reported event of a no audio or no vibrations is reportable based on the allegation of a no audio or no vibration alerts. No injury or medical intervention was reported.